Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the right femoral artery. The 55% stenosed, eccentric, de novo target lesion was located in the non tortuous and non calcified iliac artery. After a 0.035 guide wire crossed the lesion, an 8mmx40mm balloon catheter was advanced for predilation. Then a 9x40x120 epic¿ stent was advanced and deployed in the lesion however it was noted that the stent had an abnormal foreshortening. Another non bsc self-expandable stent was implanted overlapping the first stent and the procedure was completed.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Event date: corrected from (B)(6) 2015 to (B)(6) 2015. Date of this report: corrected from (B)(6) 2015 to (B)(6) 2015. Therapy dates and desc: corrected from (B)(6) 2015 to (B)(6) 2015. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the right femoral artery. The 55% stenosed, eccentric, de novo target lesion was located in the non tortuous and non calcified iliac artery. After a 0.035 guide wire crossed the lesion, an 8mmx40mm balloon catheter was advanced for predilation. Then a 9x40x120 epic stent was advanced and deployed in the lesion however it was noted that the stent had an abnormal foreshortening. Another non bsc self-expandable stent was implanted overlapping the first stent and the procedure was completed.